Manufacturer narrative:
Customer called to indicate the valve was explanted. Customer has been contacted in order to obtain further information on why was the valve explanted. No further information has been provided. Device history record was review and no issues were observed. Product was manufactured, tested and released in compliance with approved procedures. Returned valve was tested and it performed in compliance with procedures.

Event description:
Customer reported valve was explanted.